Event description:
Alleged event: the clip did not loading correctly; clip did not open after leaving the shaft so that it could engage in the jaws of the applier. The clip kept the same shape it had in the shaft of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.